Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap within the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the outer flow tubing open end exhibits contamination, likely biologic. Based failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 217,846 joules and 5:33 minutes of usage the "fiber tip detached. The procedure was completed by turp. No reports of patient harm or injury.